Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited failure to capture, failure to sense and low pacing impedance. An x-ray revealed that the rv lead had dislodged and lost slack. The rv lead was explanted and replaced. The patient was in stable condition.